Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The insulin pump kept getting no delivery alarm during bolus. Customer was reporting a past event and alarm did not occur during manual prime. Customer reported that event was resolved by changing complete set. Assisted customer in performing a 5.0 unit fixed prime and insulin exited. The customer perform self test and displacement test and insulin pump passed both test. The insulin pump will not be returned for analysis.